Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be due to a broken latch on a jack connector, designator j23 from the therapy pcb assembly. When the corresponding ribbon cable is not connected thoroughly or disconnected from j23, it is not possible to select paddles lead and will prohibit charging and pacing.

Event description:
It was reported that the device would no longer show an ECG when using the paddles lead. This could prevent the device from being used to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be due to a broken latch on a jack connector, designator j23 from the therapy pcb assembly. When the corresponding ribbon cable is not connected thoroughly or disconnected from j23, it is not possible to select paddles lead and will prohibit charging and pacing.